Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize batteries) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was contamination on the battery pca and an open y1 crystal oscillator on the bedside pca. The open oscillator was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a (B)(6) patient's charger indicating that it was unable to charge a battery pack.